Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent during a procedure. It was reported that the balloon of the device was unable to expand fully therefore another stent was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
No resistance was noted while advancing the device to the lesion. The issue was not due to the lesion. The device did not expand fully based on the inflation pressure applied. The stent was not implanted. The same inflation device was used with other devices pre and post the inflation difficulties. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.